Manufacturer narrative:
H4: additional info: in initial report, the manufacturer date was not available at the time of the report. The manufacture date is 6/18/1998. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device manufacture date was not available at the time of this report a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with corneal abrasion due to patient rubbing the left eye (os), post treatment. A bandage contact lens (bcl) was placed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of irritated os and fluctuating vision. Patient reported symptoms are not interfering with daily activities. It was reported that by (B)(6) 2020 the corneal abrasion had improved. Bcva from (B)(6) 2020 right eye pre-op 20/20 -1.25 x -1.50 x 145. Left eye pre-op 20/20 -3.00 x -.25 x 135.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.